Event description:
It was reported that the right atrial lead showed high impedance, sensing difficulty, and apparent fracture. The right atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: event description. Evaluation summary: (B)(4) the distal conductor was fractured. Further testing revealed the proximal conductor was distored and there was blood in or on the helix mechanism. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right atrial lead showed high impedance, sensing difficulty, and apparent fracture. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.